Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had 2 clinical samples that showed a false negative result after an incubation period of 6 weeks. There was no reported impact to the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had 2 clinical samples that showed a false negative result after an incubation period of 6 weeks. There was no reported impact to the patient.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record for batch 2355473 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on batch 2355473 for performance (but is also not confirmed). Retention samples from batch 2355473 (100 tubes) were available for inspection. Retentions were performance tested for growth, as reported in the certificate of analysis, and antibiotic susceptibility per the standard performance protocol for material 245122. All performance testing for growth and antibiotic susceptibility was satisfactory. No return samples or photos were received for investigation. Complaint trending has not identified a trend for performance defects on this material. Retention sample testing did not find a performance defect. This complaint cannot be confirmed. Bd will continue to trend complaints for performance defects.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, there was a false negative result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, there was a false negative result. There was no report of patient impact.